Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to correct the g3 date of the previously submitted initial MDR from 10/02/2025 to 4/28/2023, as further review of the complaint record, this is found to be a duplicate of a complaint record from the legacy system.

Event description:
It was reported that the video system center had a bent video connector pin and a damaged rear panel. This issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.